Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had previously complained to their healthcare professional (hcp) about a month ago that their pain was not controlled well and they weren't "feeling right." A dye study was performed about two weeks ago and it showed abnormal dye dispersion. At that time, the hcp emptied the medication from the pump and filled it with saline. On the date of this report, a catheter dye and rotor study was performed. The hcp was barely able to aspirate <(><<)>1 cc of cerebrospinal fluid (csf) from the catheter access port (cap). When the dye study was performed, the dye did not "blush" around the catheter tip and instead projected in a straight line down the catheter. The hcp attempted to "push and pull" flushing the catheter through the cap about 8-10 times to see if the push/pull rate would return back to normal. The hcp was able to aspirate >2 cc of fluid and the push/pull rate did increase, but it did not return to the typical rate that you would see when aspirating a normal catheter. The hcp felt that this was the beg inning of a granuloma/inflammatory mass developing and was hoping the push/pull would break up the precursor sheath forming around the catheter tip. The saline was then removed from the pump and the pump was filled with the same drug and concentration as was in the pump prior to the saline. The reported action was reported as medical intervention. The pump was used to deliver hydromorphone, baclofen and bupivacaine. The outcome of the patient was unknown. Additional information pertaining to the outcome has been requested.